Manufacturer narrative:
Results: the indigo system aspiration catheter 6 (cat6) was kinked approximately 1.0 and 7.5 cm from the hub. The cat6 was also ovalized approximately 4.0, 36.0, 92.0, 129.0, and 132.0 cm from the hub. Conclusions: evaluation of the returned device revealed that the cat6 was ovalized and kinked. The ovalization likely occurred due to forceful handling during insertion. The kinks were likely incidental and may have occurred while packaging the device for return. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure to treat a deep vein thrombosis (dvt) using an indigo system aspiration catheter 6 (cat6). During the procedure, the physician advanced a cat6 into the target vessel using another manufacturer's sheath. The physician did not mention any resistance while advancing the cat6 through the sheath. After that, aspiration was initiated; however, no blood was observed in the tubing. The physician then pulled the cat6 back from the clot and still did not observe any blood flow. Subsequently, the cat6 was removed. Upon removal, the physician noticed that the tip of cat6 was kinked. Therefore, the cat6 was set aside and the procedure was completed using another catheter. There was no report of an adverse effect to the patient.